Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the light source exhibited front panel blinking. There were no reports of patient involvement.

Manufacturer narrative:
Results of the device evaluation and the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. An olympus field service engineer (fse) evaluated the device and replaced the socket to resolve the issue. It is likely, the front panel continued to blink due to a faulty socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected fields: h6 (remove 3331 code from type of investigation as DHR is not confirmed). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the front panel led (light emitting diode) continued to blink due to faulty socket (output connector).